Event description:
The customer reported that the white three-way stopcock was defective and draws air during aspiration. Without suction, punctate fluid escapes. There was a risk of pneumothorax due to no valve function and open communication with pleural space. Per additional information received on 01aug2022, there was no patient injury as the doctor recognized the problem early and could change the product without any other medical interventions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot number. A sample has not yet been received for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue, determine the root cause(s) or implement any corrective action(s). If a sample should be returned at a later date, this complaint will be reopened and the investigation will be updated to reflect our findings. Please note that reported unit is provided by an external supplier and only packaged at the cardinal health site. Due to this, the reported issue has been escalated to the supplier to further investigate. The supplier has updated their work instruction to include a visual inspection during the assembly process, updated inspection templates to include a quality sample review and completing 100% sorting activity and will continue with this until a permanent solution can be implemented. At the cardinal health site, we have increased our inspection to tightened inspection for the part. No further actions are required at this time. This complaint will be used for tracking and trending purposes.